Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. Sample mas head used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head from remaining mas head engagement features. The above observations are consistent with bend stress overload as the mechanism of failure.

Event description:
It was reported that the patient underwent an un specified spinal procedure. It was reported that while ejecting the screw from the extender, the distal tip broke off in the patient and was fished out. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.